Event description:
A report was received that the patient was experiencing difficulty charging her ipg. The phyisican replaced the patient's ipg. The physician does not suspect any device malfunction.

Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility.